Event description:
Boston scientific crm received information that this patient was presented to the electrophysiology (ep) laboratory for elective replacement due to normal battery depletion. The local representative commented that this chronic right atrial (ra) lead was exhibiting electrogram noise (both high and low amplitude electrogram noise) and oversensing. Additionally, there was a report of one out-of-range (oor) ra pacing impedance of greater than 2500 ohms. Technical services had discussed the possibility of an evolving conductor fracture. The ra lead was surgically capped.

Manufacturer narrative:
There were no adverse events reported. The event will be reopened if additional information is received.